Event description:
(B)(6) 2012, I fell, either the hip gave out or I couldn¿t lift my foot high enough to get over the curb. I fell face first, caught myself with my right hand. Broke my hip that had been replaced (B)(6) 2010 and fractured my right hand. I have had nothing but problems since it was replaced in 2010. I had been going to doctor frequently in those 2.5 years complaining of pain. My hip has actually been recalled shortly before I fell. Surgery was done (B)(6) 2012. It was a 7 hr surgery, I ended up with infection. Back and forth between a rehab facility and back in the hospital again. At the present time I am still on two antibiotics, lots of pain in hip and tingling and numbness in my right hand, after surgery infection actually could have been life threatening. I had to have a pic line put in for antibiotics and blood retrieval.